Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 570mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.